Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced extra-cardiac stimulation from the left ventricular (lv) lead. The lv lead was capped and replaced on (B)(6) 2021.

Event description:
New information received indicated that the patient was in good condition before and after the procedure.